Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Moreover, this device has depleted 3years down to 8 months battery remaining in a span of 1 year. Engineering analysis showed that the power consumption was increasing in a gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed device atmosphere. Device replacement was recommended. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field h6: evaluation conclusion codes.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Moreover, this device has depleted 3years down to 8 months battery remaining in a span of 1 year. Engineering analysis showed that the power consumption was increasing in a gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed device atmosphere. Device replacement was recommended. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field h6: evaluation conclusion codes. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Moreover, this device has depleted 3years down to 8 months battery remaining in a span of 1 year. Engineering analysis showed that the power consumption was increasing in a gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed device atmosphere. Device replacement was recommended. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted and replaced. No additional adverse patient effects were reported.